Event description:
The following report was received from the clinical trial: the patient experienced a q-wave myocardial infarction. Reanimation was performed however, the patient expired.

Manufacturer narrative:
Please note: the device involved in this event; a rapamycin clinical unit with catalog a616919 and lot no. S0601971 was used outside the united states. However, it is similar to the united states product cxs18300.